Event description:
A nurse alleged she strained her back while taking the bed out of the trendelenburg position.

Manufacturer narrative:
The hill-rom field investigation indicated the trend cylinders "appeared to be weak". The tech replaced the cylinders. The facility does not have a routine preventative maintenance program.